Event description:
It was reported that the asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited stored episodes of post-paced t-wave oversensing. Programming changes were discussed. No further information was available.